Event description:
The end user allegedly fell backwards out of the lift chair when the back came off while reclining. Initial report was that the end user hemorrhaged when the event occurred. After investigation into the event the care giver stated the lift chair did not cause the end user to be injured in any way. The end user has an intestinal disorder which caused them to hemorrhage.